Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be determined at this time. The instruction for use states, "do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/ or perforation. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, while the device was being removed through the trachial tube, the bending section (black piece) tore off and fell inside the patient. The patient coughed up the broken piece. No device fragment was left off in the patient. The intended procedure was completed using a similar device. No patient injury was reported. No further information was provided.